Event description:
The hospital reported that during the endoscopic vein harvesting procedure, staff observed blood leaking inside the conical dissection tip even though they had taken precautions to ensure the tip had been securely attached. The procedure was converted to a bridging technique. The procedure was converted because the hospital did not feel comfortable opening another kit and they did not have any accessory kit with the dissection conical tip available. The hospital did not report any patient complications after the procedure. The hospital stated the patient is doing fine.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.